Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the skin graft was destroyed by the device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on december 18, 2017 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The fine adjustment cam on the lever side was sticking out of the opening it is supposed to slide into on the device. Repair of the air dermatome was performed by zimmer biomet surgical on december 18, 2017 which included replacement of the bearings and thickness lever. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the technician noticed that the fine adjustment cam on the lever side was sticking out of the opening it is supposed to slide into on the device. The root cause of the skin graft was destroyed by the device was due to the lever side was sticking. The issue was resolved with the replacement of the bearings and thickness lever. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; not yet evaluated.

Event description:
It was reported that the device destroyed the skin graft during testing. No adverse events have been reported as a result of this malfunction.